Event description:
Complainant alleged that fire personnel were called for pt who had collapsed after having a seizure at work. Upon the medics' arrival, the pt had no respiratory effort and no pulses were palpated. The pt was intubated and an IV was established. CPR was performed continuously. Medication was given to the pt. The pt's pupils were noted to be fixed and non-reactive. Radial pulses were palpated and CPR was stopped, except for bagging with oxygen. The pt attempted to take breaths on their own. The pt then experienced a grand mal seizure, and increased molting of extremities were noted. The pt was monitored with a non-zoll defibrillator and zoll stat pads multi-function electrodes. The pt was presenting a ventricular tachycardia (v-tach) heart rhythm and was defibrillated at 360 joules. The pt continued to present a v-tach heart rhythm and was defibrillated again at 360 joules. The pt continued to seizure. Three five mg doses of valium was given to the pt via IV. The seizure and shaking activity of suffered by the pt subsided, and the pt v-tach heart rhythm then went into a ventricular fibrillation (v-fib) heart rhythm, and the pt was defibrillated a third time at 360 joules. There were no pulses palpated and the pt then presented a pulsesless electrical activity (pea) heart rhythm. External pt pacing was then initiated, with no heart rhythm capture noted. Pt CPR was resumed and pacing was discontinued. The pt's pupils remained fixed. The pt continued to present a pea heart rhythm. Pt CPR was continuous. Atropine was administered and the pt presented a v-tach heart rhythm, that then changed to a v-fib heart rhythm. The pt was shocked at 360 joules. The pt went back into v-tach and was shocked a sixth time at 360 joules. At this point, the pt presented a v-fib rhythm and was defibrillated a last time at 360 joules. Upon delivery of the shock to the pt, sparks were observed emanating from the anterior pad. Fresh pads were then applied to the pt. The monitor showed that the pt was in an asystole rhythm. The pt showed no respiratory efforts and not pulses were palpated. The code blue was called off by the physician attending the pt and the asystole heart rhythm was confirmed by in two leads. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that chest compressions were delivered 30 to 40 minutes "at least some or most of the time they had their hands on top of the pad" that reportedly arced. Please reference the attached copy of the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing or skin burns."